Manufacturer narrative:
Product complaint # : (B)(4). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the insertion pins on either side of the central pin are damaged. The impactor inserter slipped when it was fitted into the stem, so there was no hold for inserting and impacting. Alternative solution proposed to the surgeon limited loss of time.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, "as the insertion pins on either side of the central pin are damaged, this impactor inserter slipped when it was fitted into the stem, so there was no hold for inserting and impacting." The product was not returned to depuy synthes; however, photos were provided for review. Attachment ((B)(4)). The photo investigation revealed that summit standard imp. Inserter had stripped. Potential cause can be attributed to unintended use error by use of excessive force in a prying motion and overload of the material. The provided evidence was not sufficient to confirm the reported event of will not hold/retain. Functionality issues cannot be evaluated through a photo investigation. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the summit standard imp. Inserter would contribute to the complained device issue. Based on the investigation findings, unintended user error and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the device lot number is unknown; therefore, a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.